Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The health care professional reported via phone call that the customer experienced high blood glucose. The health care professional reported that the customer received a no delivery alarm. The customer's blood glucose was 419 mg/dl at the time of incident. The health care professional stated that the customer treated the high blood glucose with the insulin pump. The health care professional stated that the insulin did exit during fixed prime. The insulin pump will not be returned for analysis.